Event description:
During a saphenous vein harvesting procedure, the distal seal of the device detached while inside the pt. The distal seal was medically retrieved without the need of creating add'l incisions. The same device was used to retrieve the piece. The incident occurred in 2001. The case was completed successfully by the surgical staff. No other info was provided by the customer.